Event description:
It was reported that during the change-out procedure, the threshold measurement was high when the lead was connected to the new implantable cardiac defibrillator (ICD). The lead was connected to the analyzer and the threshold measurements were normal. The lead was reconnected to the header of the ICD and the threshold was still high. It was also noted that the "screw was not visible in header barrel." The ICD was not implanted. The physician requested another ICD. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found.